Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. This MDR is submitted retrospectively following an internal review.

Event description:
On march 12, 2026, senseonics was made aware of an incident where the user reported of receiving no sensor detected alerts which led to early sensor removal.